Manufacturer narrative:
Medivators has requested that the customer return samples from the same lot subject of the event for evaluation. A follow-up report will be submitted when additional information becomes available. There have been no other complaints associated with this lot.

Event description:
The distributor reported that the suction valve from their defendo valves & kits was stuck in the depressed position during a patient procedure. The valve broke as user facility personnel attempted to pull it out causing half of the valve to become stuck in the endoscope. A procedure delay occurred as user facility personnel exchanged the endoscope. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Medivators is pending receipt of samples from the same lot subject of the event for evaluation. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Medivators has sent multiple requests to the distributor to return samples for evaluation. To date, medivators has not received returned samples from the distributor for evaluation. Without return of the device for evaluation, a root cause could not be determined. The device history record for the lot subject of the event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.